Event description:
A (B)(6) male patient contacted zoll customer support to report that his monitor screen flashed and then neither battery would power up the monitor. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (screen flashed and would not power on) has been confirmed. As received, the monitor would not power on. Upon service investigation, the flash memory failed to program. The cause of the monitor not powering on was a flash memory failure (components u102 and u105) on the computer/analog board. The root cause of the flash memory failure cannot be positively identified. No adverse event resulted from the defective memory. The patient received a replacement monitor.